Event description:
It was reported that during a revascularization procedure of the non-calcified, moderately tortuous, restenosed unspecified promus stent [june 2014] in the right coronary artery (rca) the 3.5 x 23 mm xience alpine stent was implanted in the proximal rca, the 3.5 x 12 mm implanted in the mid rca, and the 3.25 x 15 mm was implanted in the distal rca without reported issue. It was noted that during device removal of each stent delivery system (sds) resistance/drag was noted and the physician had to manipulate the device to facilitate the removal. There was no reported adverse patient effect. The procedure was concluded with a good result. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The other two xience alpines referenced are being filed under separate manufacturing report numbers.